Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 02/18/2024, intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the customer stated that no fragment fell inside the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.0179¿ from the base. Broken piece was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the generator alarmed that the tip over-stressed, and the operation began in less than 30 minutes. The harmonic ace prompt relieved the pressure and then we reinstalled the harmonic ace generator, this happened to two aces in this operation. The customer stated that this increased the cost of the operation and was unacceptable to the surgeon. The customer used a spare instrument to complete the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.